Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject balloon was used during a stroke case. The subject balloon guide catheter was prepared per the device for use (dfu) and a 50:50 contrast/saline mixture was used to inflate the subject balloon guide catheter. The subject balloon guide catheter was able to deflate during preparation without any issues. At the end of the thrombectomy procedure, when the physician tried to deflate the subject device and it was noticed a very long deflation time of more than 10 minutes to be able to withdraw the subject device. However, the procedure was completed without clinical consequences to the patient. No other information was provided.

Event description:
It was reported that the subject balloon was used during a stroke case. The subject balloon guide catheter was prepared per the device for use (dfu) and a 50:50 contrast/saline mixture was used to inflate the subject balloon guide catheter. The subject balloon guide catheter was able to deflate during preparation without any issues. At the end of the thrombectomy procedure, when the physician tried to deflate the subject device and it was noticed a very long deflation time of more than 10 minutes to be able to withdraw the subject device. However, the procedure was completed without clinical consequences to the patient. No other information was provided.

Manufacturer narrative:
The device history record review confirms that there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, no anomalies were noted prior to use, continuous flush was maintained, and the balloon was successfully inflated during preparation with no issues noted. It is most likely that anatomical factors encountered during the procedure contributed to the reported event, but as the device was not returned for evaluation this cannot be conclusively determined. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable will be assigned to the reported complaint.